Manufacturer narrative:
(B)(4). Date sent on 1/22/2025. D4 batch #c9d79z. B3: only event year known: 2024. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb was noted to be non-functional. The device event log was unable to download due to the pcb being damaged. No conclusion could be reached as to what may have caused the pcb to be damaged. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number c9d79z, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished ech60l, with lot/batch number c9dc1c, and no non-conformances were identified.

Event description:
It was reported during an unknown procedure that the device was not articulating. No patient consequence was reported.